Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure performed on november 17, 2023. During the procedure, the clip did not open and fell off inside the patient's body. The procedure was completed. There were no patient complications reported as a result of this event.